Manufacturer narrative:
No pt injury reported. A gambro technical svcs (gts) field rep inspected the machine and recalibrated the pressure pods and replaced the effluent pod as proactive action. No treatment history is available.